Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Visual inspection of the as returned product identified fractured collar on implant, and signs of use (presence of dried blood and bone residue on implant). Functional testing to recreate the reported event could not be performed and measurements could not be taken due to the nature of the device and event. Documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants, 4869 rev 7-01/16. Information identified: 'breakage' 'changes in performance' 'general considerations' DHR review was completed for the subject lot number (62703281). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62703281) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction had occurred and the reported event (fracture) was confirmed. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) numbers: k011028, k013227.

Event description:
It was reported that the implant was fractured at the collar. Tooth location 3.